Event description:
Pump was reported to have declared a cartridge change error, causing customer's blood glucose level to exceed 500 mg/dl, with the specific value unknown but displayed as "high." To address high blood glucose, customer administered a correction injection via multiple daily injections (mdi). Technical support instructed customer to inspect and clean the pump, addressing issues with the cartridge o-ring and pneumatic tap area, yet customer encountered a minimum fill error when attempting to reload cartridge, requiring further assistance.